Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the cello balloon guide catheter was returned for analysis. The 5f dilator was also returned. No flash or hub mold was found within the two hubs. The balloon inflation port was not attached and not returned. No damages or irregularities were found with the catheter body and marker band. The balloon appears to be intact no damages/stretching. The cello balloon guide catheter was flushed via the main lumen hub, water exited from the balloon hub and flushing the balloon hub resulted in water exiting the main hub. This indicates that the inner lumen of the catheter dual lumen is broken. A crack was found on the inner lumen with visual inspection down through the balloon hub. The dilator was inserted through the main lumen hub and became stuck within the catheter from the proximal end and became stuck from the distal end. No other anomalies were observed. The cello balloon guide catheter and 5f dilator will be sent to fuji corporation for further investigation. Upon completion of the device investigation a supplemental report will be filed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fuji analysis: the cello balloon hub was injected with 2ml of air with a syringe. The balloon slightly inflated and no rupture was identified. The balloon was noticed not to have inflated to its normal dilation diameter. The whole catheter was placed in water and re-injected air into the balloon hub. A leakage was found in the inner main lumen hub. The catheter hub was taken apart to confirm the point of the leakage at the inner tube to the main lumen at the inner balloon hub. Based on the investigation, it is presumed that some sharp-pointed object was inserted into the balloon hub and damaged the inner tube, which then caused the leakage. However, the exact cause of this event is unknown, as the device was reported to have been prepared and used per the instructions for use. This event is not a reportable event, as no ruptured was found with the balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the balloon ruptured during the initial balloon inflation, and there was no balloon leaking at the distal tip. The size of the syringe that was used to inflate the balloon was 1ml. The contrast ration that was used was 50/50. The detachable injection port was used.

Manufacturer narrative:
The cello balloon has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the preparation of the cello balloon catheter, the user noted that the balloon was broken / ruptured at the distal end. The reported device and any accessory devices prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU.